Event description:
It was reported that this implantable cardioverter defibrillator (ICD) product was part of a system revision due to infection. No new device system was implanted at this time. There were no additional adverse effects reported. The device remains in the possession of the explanting hospital.